Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-00794. It was reported that tip detachment and death occurred. A 185cm moderate support straight pt²¿ guide wire was advanced to a bifurcation; however, it was noted that the distal tip of the device fractured and was difficult to retrieve. Several attempts to snare the distal tip were unsuccessful. Another 185cm moderate support straight pt²¿ guide wire was used to assist in removal of the detached portion; however, the distal tip of the device also fractured at the ostium of the left main artery. Both detached pieces remained in the patient¿s body. The patient was sent to an emergent surgery because the artery closed causing the patient¿s condition to deteriorate. The procedure was terminated due to the patient¿s condition. Two days post procedure, the patient died.